Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm abdominal aortic aneurysm approximately 6 weeks ago. The aortic neck was 17 mm in diameter at the level of the renals and it was reverse-funnel shaped, enlarging to 30 mm distally. Vessels were severely tortuous with 70-80 degree angulation in the iliac arteries with some thrombus and some calcification, and the external iliac arteries were narrow at 5-6 mm in diameter. It was reported that 1 day post-operatively the patient presented with a cold leg, and it was found that the right iliac limb which was the ipsilateral side was occluded. A thrombectomy procedure and fem-fem bypass were performed successfully to restore flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: arterial and venous occlusion. Small, tortuous and calcified iliac arteries. Evaluation conclusions: small, tortuous and calcified iliac arteries.